Event description:
The customer reported that the device failed to power up on battery power. There was no patient involvement.

Manufacturer narrative:
The customer reported that the device failed to power up on battery power. There was no patient involvement. The philips repair representative for this geography evaluated the device, confirmed the failure, and resolved the failure by replacing the power pca.